Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B)(6) 2016, the customer reported an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, the unit had burned components on the battery harness and pcba.